Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all patients/orders were not crossing over from genesis system to pyxis. A technical support specialist (tss) found the significant slowdown during which the db server became unusable due to severe performance degradation. The slowdown caused the server to become unresponsive, requiring all sites and stations to be placed into manual critical override. The tss assisted the customer in restoring system functionality and it was currently working on the rca. Event viewer logs were added to the ephi repository. During the incident, significant latency was observed on the db server, resulting in failed connections and a forced reboot. Services were successfully restarted after connectivity was restored following a second reboot. After the migration, the system was monitored and no further issues observed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, a customer contacted support to report that all patients and medication orders were not crossing over from genesis to pyxis. The issue occurred earlier the same morning. The customer confirmed that the patients were visible in the genesis system. The customer requested urgent assistance, stating that the issue was impacting patient care. A patient sample was added to the ephi link for review. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.